Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error alarm during the prime rewind process. It was noted that insulin was squirting out during the manual prime. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the sensor did not detect the reservoir during seating. Customer's blood glucose reading at the time of the call was unknown. Advised customer that the insulin pump will be replaced and the device is being returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm and prime fill anomaly due to motor error alarm. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.